Event description:
Customer reported, the system is displaying a potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb and calibrated the collimator. System operates as intended.